Event description:
It was reported that during a routine follow up, physician noted that this pacemaker battery suddenly decreased. Information was sent to technical services. Engineering analysis revealed there was evidence of malfunction and this could impact the delivery of therapy. Additional information confirmed the device was explanted and successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during follow up, physician noted that this pacemaker battery suddenly decreased. Information was sent to technical services. Engineering analysis revealed there was evidence of malfunction and this could impact the delivery of therapy. Replacement of the device was suggested due to product malfunction. No adverse patient effects were reported.